Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Novopen echo injected twice insulin [incorrect dose administered by device]. Blood glucose decreased into the basement [blood glucose decreased]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "novopen echo injected twice insulin (incorrect dose administered by device)" with an unspecified onset date, "blood glucose decreased into the basement(blood glucose decreased)" with an unspecified onset date, and concerned a 60 years old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index was not reported. Current condition: type 3 diabetes mellitus (duration not reported). Historical condition: removal of the pancreas. On an unknown date of 2 years ago, patient's novopen echo injected twice insulin and blood glucose decreased into the basement for which she was hospitalized (details not specified) batch number of novopen echo has been requested. Action taken of novopen echo was unknown. The outcome for the event "novopen echo injected twice insulin(incorrect dose administered by device)" was not reported. The outcome for the event "blood glucose decreased into the basement(blood glucose decreased)" was not reported. References included: reference type: linked case. Reference ID#: (B)(4). Reference notes: same patient.

Event description:
Case description: investigational reports: suspect product: novopen echo, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission; the case has been updated with the following; -inv updated, -annex b,c,d,g codes updated in the device tab. -final report checked in EU/ca device tab. -is non-reportable selected as no. -malfunction updated as no. -narrative updated accordingly. Final manufacturer's comment: 29-apr-2022: the suspected device (novopen echo) has not been returned to novo nordisk a/s for the investigation. Batch number of devices is not available despite repeated efforts find the same. Batch trend analysis or reference sample analysis was not performed. No confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo. H3 continued: evaluation summary: suspect product: novopen echo, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.